Event description:
The customer reported that there was no display on the console. The system did not turn off. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the boards were broken. He replaced the transpanel and collimator control board. The system operates as intended.